Manufacturer narrative:
The breeze self etch cement kit (lot number 4764318) was returned; however, the product within the kit which was associated with the alleged incident had not been identified; therefore, an evaluation for adhesive strength was performed on the product within the returned kit which had been opened and used. The product evaluated includes lot numbers 4728448, 4765421, and 4728447. The evaluations yielded results within specifications for each of the lot numbers. In addition, no similar complaints were received with regard to these lot numbers.

Event description:
A doctor¿s office had alleged that twelve (12) patients had experienced the loss of a restoration after placement with the breeze self etch cement kit. This is the twelfth of twelve (12) reports.

Manufacturer narrative:
Specific incident or patient information with regard to gender, age, and weight were not provided. The patient had retrieved the crown. The crown was either cleaned out and re-cemented or a new crown was made and cemented using a different product, without further incident. To date, the patient is doing fine. The product has not been returned and no specific lot numbers from the syringes within the kit have been identified; therefore, no evaluation can be conducted.